Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 18-mar-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and during check up it was found out that essure was broken and was not in proper position. The events are serious due medical importance and hospitalization. The first event, seen as device breakage, is unlisted in the reference safety information for essure, while the remaining event, interpreted as device dislocation, is listed. During difficult insertions or removals, single cases have been reported of essure breakage. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the check up, performed a few months after the device placement, showed that essure was broken and was not in proper position. The tubes and devices were removed one month later and the consumer was hospitalized. In this case, limited information was received. The circumstances that led to hospitalization and surgical intervention are not clear, however; given the event's nature, causality is assessed as related and since required intervention was reported, the case is regarded as incident. Product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Event description:
This is a spontaneous case report received from a other via regulatory authority (case# mw5037898) in united states on 12-nov-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014. It was reported that upon checkup on (B)(6)-2014, it was deemed unsuccessful because essure was broken and was not in the proper position. On (B)(6)-2014 essure device and tubes were removed. The consumer was still recovering and still in pain. The outcome of the event still in pain was not recovered / not resolved, while the outcome of the events not in the proper position and it was broken was recovering / resolving. An injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. Follow-up will be requested ptc investigation result was received on 20-nov-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a product quality issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and during check up it was found out that essure was broken and was not in proper position. The events are serious due medical importance and hospitalization. The first event, seen as device breakage, is unlisted in the reference safety information for essure, while the remaining event, interpreted as device dislocation, is listed. During difficult insertions or removals, single cases have been reported of essure breakage. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the check up, performed a few months after the device placement, showed that essure was broken and was not in proper position. The tubes and devices were removed one month later and the consumer was hospitalized. In this case, limited information was received. The circumstances that led to hospitalization and surgical intervention are not clear, however; given the event's nature, causality is assessed as related and since required intervention was reported, the case is regarded as incident. Product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.